Event description:
Received info the pt for the second time had their device explanted due to unexplainable abdominal stimulation. The pt suffers from a hereditary spastic disease resulting in increased spasms, in addition, to pain in the lower extremities down to the heels. A 4-polar lead was implanted on (B)(6) 2011 and test stimulation was successful and the ins was implanted on (B)(6) 2011. Less than a month after implant, the pt felt unwanted and painful stimulation in the abdominal area and was readmitted to the hosp on (B)(6) 2011. X-rays showed all implanted parts are in the right position, including the lead. Impedance measurements were normal for all contacts, (B)(4). On (B)(6)2011, the pt was taken to the operating room and all connections were disconnected and reconnected, contacts 0 and 2 were programmed positive, 1 negative and 3 off (bipolar stimulation), excellent stimulation effect at about 6v, paresthesia still in the right place and the wound was closed. The ins was turned on, but the pt again felt the unwanted stimulation in the abdominal area. Both the ins and the extension were replaced. Again everything looked normal but the abdominal stimulation persisted. The device was explanted. The physician has never experienced anything like this before and has no explanation for why it has happened. The physician is hoping to resume the scs treatment once the analysis is completed as the pt received very good pain relief. There was no pt injury reported. Reference mf report # 3007566237-2011-02980 for related ins.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.